Event description:
It was reported that "revised due to failed hardware. Tibial component was subsiding."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was kept by the patient and was not returned to the manufacturer. The lot code for the reported device, x-rays and medical records were requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.